Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: the pump case leak is found during testing. Pump case has a cracked at bottom-right corner of display lens. Pump cover is removed to inspect internal components. Moisture corrosion was visible in the pump main compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.